Manufacturer narrative:
Model number/catalog number: 72404252. Serial number: n/a. Batch/lot number: 947172003. Model/catalog description: lgx preconnect ms 18cm ps iz. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly. In addition, the existing reservoir was obstructing the surgeon's visibility during previous attempts to repair a left inguinal hernia. The patient underwent removal of all ipp components to allow for a subsequent hernia repair. No further patient complications were reported.